Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a patient was not showing to the nurse. The customer stated that the malfunction occurred when the nurse tried to access the station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was not visible to the nurse. A technical support specialist identified multiple entries for a patient at the same point in time. The user was advised that the adt (admit, discharge and transfer) team needs to duplicate patient reconcile (merge) the duplicate patient entries and resend the order to ensure proper synchronization and processing within the system. The system functioned as intended after the technical support specialist troubleshot the device.